Event description:
It was reported that a device was used during an unknown procedure. The device shield would disarm trocar prior to blade coming forward. Opened another device to complete the case. There was no consequence to pt.